Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The cause was undetermined.